Manufacturer narrative:
The complaint investigation for falsely decreased chloride result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Return testing was not completed as returns were not available. The alinity c ict sample diluent is used for analysis of electrolytes on the alinity c processing module. The data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot indicates that the complaint lot performs as expected for this product. A ticket trending review did not identify any trends regarding commonalities for complaint lot. The device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the alinity c ict sample diluent, lot number 91912un23 were identified.

Event description:
The customer observed falsely decreased chloride result generated on the alinity c processing module for one patient. The sample was repeated and a normal result was obtained. The following data was provided: normal range: 98 to 107 mmol/l. (B)(6) 2024 sid (B)(6). Initial result = 70 mmol/l, repeat result = 105 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: complete sid is (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased chloride result generated on the the alinity c processing module for one patient. The sample was repeated and a normal result was obtained. The following data was provided: normal range: 98 to 107 mmol/l. (B)(6) 2024 sid (B)(6). Initial result = 70 mmol/l, repeat result = 105 mmol/l. There was no impact to patient management reported.